Event description:
Doctor¿s office reported that the intraocular lens (iol) was explanted from the patient¿s left eye due to refractive error. There were no complications such as delay in procedure, incision enlargement, vitrectomy or sutures required. The doctor did not need to prescribe medication. Their daily activities were not significantly affected. And the patient has fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: race or ethnicity: customer did not have this information. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 7, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received with lens damage. The lens was cleaned, and a cosmetic issue, consistent with a lens that was handled during explant, was observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.